Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered an inappropriate shock. The self-conducted rhythm spontaneously converted, and the ICD delivered a shock outside the zone therapy. Technical services (ts) recommended for programming options. This ICD remains in service. No adverse patient effects were reported.